Manufacturer narrative:
The g4 t:slim users guide states the following: the t:slim g4 system is indicated for use individuals 12 years of age and greater. The following information and tables include sensor performance data for individuals 2¿17 years of age. The t:slim g4 system is not approved for and should not be used by individuals less than 12 years of age. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) with elevated blood glucose (bg) levels (no values provided). Customer was treated with intravenous fluids then discharged. Customer's condition was stable at the time of discharge.